Event description:
Subsequent to the 30-day initial medwatch, the following information was received: the following day after mitral valve replacement was performed (B)(6) 2019), the patient died. It is the physicians opinion the mitraclip devices did not cause or contribute to the patient death. The mitraclip procedure was the patients best option. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. This event was further reviewed by an abbott vascular medical affairs director who concluded that the death was not related to the device, but the procedure failure which prompted the need for surgical intervention. A definitive cause of death could not be determined. The other ciip mentioned in b5 is reported under MFR # (B)(4).

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. The reported patient effects of failure to retrieve mitraclip ntr system component, mitral regurgitation (mr), and heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedure. All available information investigated and the entrapment of device or device component (clip caught on chordae) resulting in difficulty grasping and foreign body in patient was due to user technique/procedural circumstances. Definitive cause of unchanged mr resulting in heart failure could not be determined. Lastly, the poor image resolution was due to patient¿s anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip entanglement. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. Visualization was challenging due to the rotated heart. The first clip was implanted without issue. To further reduce mr, a second clip (90731u248) was advanced. However, the clip got caught on chordae and was unable to be freed. Grasping was difficult, but the leaflets were able to be grasped, and the clip was implanted both in the leaflets and chordae. Mr returned to 4+. A third clip (90731u249) was advanced, several grasping attempts were made to attempt to reduce the mr, but mr could not be reduced, so it was decided not to implant the clip. During removal, the clip got caught in chordae and was freed, but a chordal rupture was noted. Mr remained at 4+. The patient decompensated, requiring a balloon pump. Mitral valve replacement was performed on (B)(6) 2019, with a good outcome. No additional information was provided.